Event description:
The patient experienced stimulation in the wrong location following a fall. She fell against the wall on her neurostimulator about 1 week ago. She no longer had stimulation in the lumbar area but was in her knee. It was noted that she has neck pain. Additional info has been requested.

Manufacturer narrative:
(B) (4).